Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, patient don¿t have a good sight, doctor spun the lenses but still vision was not good at distance, midrange and in reading. The visual acuity was bad all-around. Additional information has been received stated that consumer could not see red for a week, after implant. The doctor spun the lenses on (B)(6) 2022. No further information available. Additional information has been requested and received stated that consumer was dissatisfied from the lenses and did not experienced good vision from both the eyes. There are two medical device reports associated with this patient. This is 2 of 2 files.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. Follow up attempts were made to the doctors office. No further information has been provided. Patient indicated seeking another opinion. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).